Manufacturer narrative:
H11: three (3) actual devices and four (4) photographs were received for evaluation. The photographs were reviewed and showed a separation between the tubing and the patient adapter. Functional testing including leak, clear passage, and clamp function testing were performed on the actual samples and no issues were observed. The reported separation was verified. The cause of the separation could not be determined, however the connection between the tubing/bushing assembly and patient connector is a friction fit and not a solvent bond. A strong tug on the tubing could possibly cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and silicone tubing of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event no additional information is available.